Event description:
Patient contacted depuy stating that he has been revised to address problems with balance, walking, soreness, pain and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.